Event description:
It was reported that the xience nano stent delivery system (sds) was unable to cross the calcified target lesion in the left circumflex artery. The sds was removed from the patient. A buddy wire was inserted and the sds was re-inserted into the patient anatomy when it was realized that the xience nano stent was no longer on the sds. The dislodged xience nano stent was found in the guiding catheter. A balloon dilatation catheter was inserted through the xience nano stent, the balloon was inflated distal to the xience nano stent, and the xience nano stent was able to be removed from the guiding catheter. There were no adverse patient effects. There was no additional information available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Re-insertion of an unexpanded stent delivery system, contrary to instructions for use. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the available information for this lot, there is no evidence to suggest that the device issue is related to the manufacturing process. It should be noted that the xience v / xience nano everolimus eluting coronary stent instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. It is unknown if the IFU deviation contributed to the complaint.